Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose. The customer reported being in the emergency room due to high blood glucose of 575mg/dl, and his blood glucose and dehydration were treated with an insulin drip. The customer stated that he was feeling sick and had chest and arms pain. The customer attempted to treat his blood glucose with manual injections, but his blood glucose did come down. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned having a lot of surgeries and he is taking pain medication. Advised the caller that sometimes the medications can cause high blood glucose. No further information was provided.